Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the wake button was increasingly unresponsive. During troubleshooting with tandem technical support, customer applied more force and was able to unlock pump using wake button. Customer¿s blood glucose was 105 mg/dl.